Event description:
It was reported by the patient that she underwent a procedure for lysis of adhesions in 1998 and an absorbable adhesion barrier was implanted. After the surgery, the adhesions returned, between her bowel, vaginal wall, and bladder. The patient has had numerous MRI¿s, CT scans, colonoscopy, egd to diagnose her issues. She has also had numerous ports placed but often has (B)(6) infections that required the ports to be removed. The patient stated she takes dilaudid every day for the pain of the adhesions. The patient had a stroke and heart attack in 2010. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.